Manufacturer narrative:
(B)(4). Evaluation summary: additional device analysis was completed. During visual and functional testing, the device met specification. Pressure testing, as well as a luer gauge test were also performed and the device met specification. The device passed all testing and met specification.

Event description:
The customer reported to baxter corporate product surveillance one interlink i.v. Catheter extension set with which the patient noticed serosanguinous fluid leaking between the female hub of the set and a non-baxter luer activated device injection site, which had been swapped in place of the interlink injection site. The event occurred during infusion of unspecified medication in the adult oncology/transplant inpatient unit. There is patient involvement; however, there is no report of patient injury or adverse event associated with this report. No further information is available.

Manufacturer narrative:
(B)(4). One used unit was received for evaluation related to a leaks-disconnection condition. Visual and functional testing was performed and the reported problem was not confirmed. A batch review could not be completed as the lot number was not provided by the customer. No conclusion could be drawn from the investigation. If relevant additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.after further testing, the female luer was found to not meet specification for the inside diameter. Therefore the report of a leak was confirmed. A CAPA has been opened in order to address this issue. If additional relevant information becomes available, a follow up report will be filed.